Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm which resulted in an infection. The patient was connected at the time of the alarm. This occurred during an unspecified process step of peritoneal dialysis therapy. During troubleshooting, it was reported that there were "faulty cassettes" that led to this alarm. The patient was hospitalized for the ¿infection due to fluid left over in the patient¿s stomach¿. It was not reported if the patient was treated for this event. Two days after the hospital admission, the patient was released. At the time of this report, the patient outcome and the action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.